Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the pump battery was depleting quickly and could not be charged resulting in the pump shutting off. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.